Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp continu-flo solution set leaked. The leak was further described as ¿spike fell out of the IV bag" and caused the unspecified chemotherapy medication to spill out. This issue was identified during priming. There was not patient involvement. No additional information is available.